Event description:
It was reported that the patient underwent a revision surgery to remove screws from a plate. The reason for the revision is not known, however during removal metallosis was found.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.